Event description:
It was reported that pump experienced malfunction with malfunction code 16 and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset device, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.